Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the implantable cardiac monitor (icm) had failed to connect and managed to connect after few attempts trying. The icm was implanted. The patient was stable throughout the procedure.